Manufacturer narrative:
The patient is reported to be over 18 years of age. Device evaluation: visual analysis of the returned capio device showed that the carrier had detached from the carrier head housing and was broken into two pieces. It was reported to boston scientific corporation on (B)(6) 2010 that no portion of the carrier fell inside the patient. Scanning electron microscope images of the distal fracture segment showed that the inner core wire fractured in the vicinity of the crimp inside the carrier, making the wire fracture surface indiscernible. Scanning electron microscope images of the proximal fracture segment showed that the wire wall at the fracture surface exhibited abrasion marks and was necked down, suggesting that the carrier may have been pulled from the crimp region, which ultimately caused the carrier head to fracture. However, follow-up information received on (B)(6) 2010 stated that the complainant did not pull the carrier from the crimp region. The fracture surface exhibited material in shear as well as fatigue striations that were initiated at one side of the abraded region of wire. No material anomalies were found. The investigation concluded that the fracture of the carrier occurred as a result of fatigue in a shear direction within the crimped region of the carrier. The reported inability of the carrier to extend is most likely due to the carrier being fractured. The complaint was confirmed. The probable root cause for this event was determined to be operational context. (B)(4).

Event description:
It was reported to boston scientific corporation that during an anterior and posterior repair procedure using a capio open access suture capturing device, the physician was placing a bovine mesh graft (manufacturer unknown) inside the patient when it was found that the capio device "would not throw the needle of the suture" into the patient's sacrospinous ligament. When the capio device was then removed and tested outside the patient, it was found that the carrier would not extend from the head of the device when the plunger was depressed. No visible damage was noted on the capio device. The procedure was successfully completed with another capio open access suture capturing device without any complications to the patient, who is reportedly "fine" post-procedure. This event is reportable based on the analysis of the returned capio device.